Event description:
On (B)(4) 2012, the patient contacted animas in regards to the keypad letter and mentioned she had unexplained elevated blood glucose about a month ago. Based on the bolus history, the patient confirmed her bolus dosage around dinner time was delivered accordingly. At the time of concern, the patient reportedly had a slight upset stomach while her blood glucose was over 250 mg/dl. The patient was able to manage her blood glucose with the subject pump and lowered her blood glucose reading. The animas representative recommended a review of the animas insulin pump to ensure there is no pump malfunction but the patient declined and stated everything is programmed correctly in the pump. This complaint is being reported because the patient had elevated blood glucose above 250 mg/dl with symptom suggestive of hyperglycemia while on insulin pump therapy. It is not clear if diabetes management, use error, intentional misuse, or product malfunction attributed to the reported incident. The product was replaced due to the keypad issue and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no delivery defects were found with pump; unable to duplicate the patients complaint. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. Unrelated to the complaint was a cracked battery compartment and damaged battery cap with the threads stripped. A test cap was used to complete the testing. The pump was exercised for 29hours and given a flow accuracy test; at the conclusion of testing, the pump was found to be delivering accurately.